Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 66 months after the implant oversensing occurred which led to one inappropriate shock delivery. The device was reprogrammed and remains implanted. The event date was not provided.

Manufacturer narrative:
We were notified that this lead was explanted. Added the explant date to the report.

Manufacturer narrative:
The ICD was not returned. The analysis is thus based on the inspection of the lead under complaint. Upon receipt, the lead was found cut approx. 15.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection revealed multiple signs of wear along the fragments. 42 cm proximal to the lead tip, the insulation was found rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, a rubbed through insulation was noted around 8 cm proximal to the lead tip, near the rv coil. This damage can be considered to be the root cause of the clinical observation of oversensing reported in the complaint text.the characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had an impact on the wear out of the lead. These factors may have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. Additionally, cuts in the insulation and deformations of the rv shock coil and conductor cables, which were pulled partly out of their lumens, were found, which resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.